Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the laser probe would not fit into the cannula during a surgical procedure. The laser probe was exchanged to complete the surgery with no harm to the patient.

Manufacturer narrative:
Additional information is provided. The 25 gauge illuminated flex curved laser probe was manufactured on december 5, 2017. There were (B)(4) paks associated with this lot. Based on qa assessment, the products met specifications at the time of release. It should be noted that the laser probes are visually inspected during manufacturing to verify the tips are conforming. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The 25 gauge illuminated flex curved laser probe was manufactured on december 5, 2017. There were (B)(4) paks associated with this lot. Based on qa assessment, the products met specifications at the time of release. It should be noted that the laser probes are visually inspected during manufacturing to verify the tips are conforming. The probe was returned for evaluation. A visual assessment of the returned sample found excess adhesive on the nitinol-cannula junction. The laser probe was then inserted into 25ga trocar where it was stuck replicating the reported event. The root cause of the reported event can be attributed to excess adhesive on the nitinol-cannula junction. An internal investigation was opened for this issue. The manufacturer internal reference number is: (B)(4).